Event description:
Another MFR's balloon pump was alarming "volume loss" shortly following insertion of this intra-aortic balloon catheter. The pt was transferred to another balloon pump, however, the alarm continued. The balloon was removed and another intra-aortic balloon was placed without incident. The alarm stopped and there were no pt complications involved. The device has not been received for eval. And no malfunction of the device was confirmed. No failure analysis was available.